Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 578 mg/dl at the time of the incident. Customer's current blood glucose level was 403 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer reported blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded. The display did not return after insulin pump restart. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Received insulin pump with damaged retainer ring, unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat. Pump passed the self test, sleep current test, and active current test. No blank display noted during testing. Successfully utilized thus to download history/trace files. No power loss alarms/alerts/anomalies noted in downloaded history on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: cracked keypad overlay, missing o-ring (reservoir tube), stained keypad overlay, partially broken retainer, pillowing keypad overlay, faded end cap address label, and partially detached retainer. Pump passed function testing. Blank display not confirmed. Unable to confirm alleged high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.